Event description:
The account alleged that the bed is only going into the standing position no matter what button is pressed.

Manufacturer narrative:
The technician found the bed is going into trendelenburg when using the hi/low function. Repairs have not been completed.